Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: it was reported the needle was clogged. To aid in the investigation, one sample with the plastic shield, but no packaging blister, was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then functionally tested by connecting the needle to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. This defect could occur if there was a process variation while applying the lubricant to the needle inducing the symptom reported. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the lubrication application process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using a bd safetyglide¿ needle, the needle was clogged. The following information was provided by the initial reporter: the customer reported that "occluded lidocaine injection needle".